Event description:
A high reading issue was reported with the adc device. A customer obtained a sensor reading of 209 mg/dl and felt sweaty with a headache. The customer had contact with a healthcare professional who obtained a glucose result of 54 mg/dl on their meter and administered glucose via IV, fluids, and orange for treatment. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed debris/flakes of material on pcba triangle upon visual inspection of the plug assembly the current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the debris were not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. The debris observed is most likely the result of the sensor plug being removed during product return investigation. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.